Event description:
Device 1 of 2. Reference manufacturer report #1627487-2010-00976. The patient received his scs system on (B)(6) 2007. It was reported on (B)(6) 2008 that the patient experienced a loss of stimulation and was feeling intermittent overstimulation between the ipg and lead insertion site. The scs system showed impedance issues. The patient's ipg and lead extensions were explanted on (B)(6) 2008. The explanted devices were returned to the manufacturer for analysis. Follow up on the patient found he was re-implanted with an ans ipg and two extensions with no further issues reported. No further information is available.

Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg has a cut on the antenna silicone. Ipg passed all functional testing but failed the saline test which is indicative that overstimulation is possible. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.